Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that due to a widespread driveline and pump infection, the clinic had to decide to replace the heartmate 3 (hm3) system. Pump exchange was performed per routine redo operation. The patient was stable after this intervention in the intensive care unit (ICU). Pump will be returned for further investigation.

Event description:
It was further reported that the patient initially arrived at the clinic on (B)(6) 2025, and was stationary admitted due to a driveline infection. Blood cultures showed positive colonization of staphylococcus aureus and staphylococcus epidermolysis bullosa. A positron emission tomography/ computed tomography (pet-CT) scan was performed on (B)(6) 2025. A vacuum-assisted closure (vac) was applied to the abscess area on (B)(6) 2025 and remained in place until (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation following a pump exchange due to infection. Evaluation of the returned pump did not reveal any findings that would have contributed to a functional issue. (B)(6) was returned assembled with the pump cable severed approximately 10¿ from the pump housing. The modular cable and the remainder of the pump cable were not returned. The apical cuff was not returned. Approximately 7¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The retrieved lvad (left ventricular assist device) log files from the returned device showed the pump operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.